Event description:
The customer reported a system message displayed. The company service rep stated surgery cases were cancelled. Multiple attempts were made for more info and pt's status with no response to date.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The fluidics module was replaced and sent for in house testing. Preventative maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 03/27/2009.